Event description:
Out of range rv lead impedance noted. No noticeable damage seen by fluoroscopy. Lead was explanted. No adverse events noted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments at 24 cm distal to the is-1 connector pin. The lead segments were subject to an extensive analysis. The inspection revealed a damaged insulation as a result of wear at the distal lead segment. At this position the conductor cable to the ring electrode was found fractured. This damaged is assumed to be the root cause of the clinical observation. Further analysis of the lead revealed severe explant damages i.e. The shock coils were found damaged and multiple cuttings of the insulation were noted along the lead segments. In particular, the conductor cables to the rv and svc shock coils were found cut through. The analysis did not reveal any sign of a material or manufacturing problem.